Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported the fill estimate was inaccurate. Customer's blood glucose level was 263 mg/dl. Multiple attempts were made to follow up with the customer on the reported issues; however, no response was received.